Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the product was leaking at the connection with the huber needle tubing and continued to leak until it was disconnected from the patient (date not provided). The patient presented twice with a white spot on his abdomen. The connection between the mp1000-c was tightened the first time and the second time the area on the abdomen with the white spot was covered with gauze and secured with tape. When the patient returned on a different day to get his pump refilled the gauze and tape was saturated. Prior to disconnecting the huber needle, the line was flushed with 20 ml ns. The line was leaking with the cap connected; no leaking was visible when flushed without cap. The line flushes easily with a good blood return. The huber needle was removed intact and the abdominal site was clear. There was no report of patient harm or medical intervention. No further patient or event information was provided.